Manufacturer narrative:
The mouse was returned for product analysis. The returned mouse was old and very worn, but still functional. The buttons and scroll wheel were fully functional, but the tracking was slow and moves poorly from side to side. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis of casepart-288907 was initiated to determine the probable cause of the issue. Analysis found that the computer booted normally to the application screen and no failure found with the computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: mouse 9735001 stealthstation wired, UDI not available on date of filing, manufacture date not available on the date of filing. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. It was reported that the mouse of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) was going to load exams on this system but it would not launch into the cranial application. The rep also tried ent with no success. In both cases, it would show the application and launch button highlighted in green, but the system would not progress from there. Launching administrator brought the rep to the login and password screen, but it would not do anything when she selected to "continue". Upon troubleshooting, there was no indication of a bad computer. After turning on the system, the mouse was moving intermittently before changing the computer. They plugged in a new mouse, with no issues. The computer did not have a problem, the mouse was the issue. No patient was present at the time of the event.